Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6)

Event description:
The event involved a chemoclave® vented bag spike where it was reported that the solution leaked from the air vent during infusion. There was patient involvement, no adverse event/patient harm, and no delay in critical therapy.

Manufacturer narrative:
D9 - date returned to mfg on 12/14/2023. The complaint of leakage from the vent filter can not be confirmed on the returned one used. List #ch-14, chemoclave vented bag spike. The used ch-14 chemoclave vented bag spike was pressure leak tested and the filter vent did not leak. During investigation a separation between the spike and clave was discovered. The probable cause of this separation is due to insufficient solvent application during manufacturing in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.